Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: catheter; product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot#: (B)(4), ubd: 23-may-2014, UDI#: (B)(4); product ID: 8598a, serial/lot#: (B)(4), ubd: 19-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal at 636.1 mcg/day. It was reported that the patient had a refill 2 days ago ((B)(6) 2020) and since then she has been more rigid, agitated, and tremulous. Diagnostics/troubleshooting performed included, on (B)(6) 2020, the patient visited their managing physician. They are going through baclofen withdrawals, started having seizures today ((B)(6) 2020), as well as tremors in the ed. Caller stated that patient is in the emergency room and they interrogated the pump with logs but did not see any issues. They reviewed considerations of therapeutic bolus, accessing the reservoir to assess the volume, and/or a dye study. Environmental/external/patient factors that may have led or contributed to the issue were unknown. Interventions/actions that were taken to resolve the issue included replacement of 8596sc/8598a catheter with 8781 ascenda catheter on (B)(6) 2020. Confirmed good csf flow at end of case. The issue was resolved at the time of the report. There were no further complications reported/anticipated.